Manufacturer narrative:
The customer indicated, they would contact ge surgery if repairs were necessary.

Event description:
The customer reported, the system displayed an error code message. No report of pt injury.